Manufacturer narrative:
Additional information; device evaluation: the product was not returned. Reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If explanted, give date: exact date not provided, only timeframe of two months, best estimate (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in a female patient. About 2 months later, the doctor stated that the iol had to be removed due to lens complication noted as the patient developed blurry vision. Pre-op visual acuity (va) 20/100, post-op va 20/200. Several follow-ups were done to ask for clarification and obtain other information but there was no response received.